Manufacturer narrative:
B3 - date of event captured as first day of ICU aware date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the stopcock was leaking it delayed sodium bolus. There was a patient involvement with no harm.